Event description:
It was reported that an asahi sion blue guide wire was used during a plain old balloon angioplasty (poba) performed for an approximately 85% stenosis in the proximal-mid to mid left circumflex artery (lcx) and an 85-90% stenosis from the ostium to the proximal obtuse marginal branch. The sion blue guide wire successfully crossed the lesion, and a balloon was delivered to dilate the target lesion. When the physician attempted to withdraw the sion blue guide wire at the end of the procedure, mild resistance was felt and the distal segment of the sion blue would not move under fluoroscopy. The physician immediately stopped the withdrawal, and after careful observation, slowly withdrew the sion blue guide wire with appropriate adjustment. After the entire system was removed, thread-like elongation was observed at the distal portion of the sion blue guide wire; however, no fracture of the sion blue guide wire or retention of the wire fragment in the patient anatomy was confirmed. It was informed that there were no adverse patient effects associated with this event and the patient was fine without any problems after the procedure.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. Device evaluation could not be performed because the affected device was discarded at the distributor and not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal manipulation might have been locally applied on the tip of the sion blue guide wire while the wire tip was trapped due to anatomical and lesion conditions, causing the fracture of the core wire and the elongation of the outer coil. Although it was concluded that this event was not attributed to product quality, it could not be completely ruled out that any guide wire fragment was left in situ. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] ~ breakage of the guide wire.